Event description:
The facility reported a colleague infusion pump with a damaged battery during biomedical servicing. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 5.09.90, which is classified as colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a damaged battery and determined the root cause to be depleted main batteries. The main batteries and battery harness were replaced to repair the reported condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Corrected information: upon further review of the device event history, it was determined that the reported condition did not interrupt delivery and therefore is not a reportable incident.